Event description:
It was reported that the patient is experiencing increase in seizures. The cause is believed to be due to low battery. The plan is to have the device interrogated and refer the patient for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.